Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2019, a patient underwent a successful left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was implanted. There were no issues during the procedure and no evidence of pericardial effusion. Approximately, 30-45 minutes post-implant, the patient developed a pericardial effusion. A pericardiocentesis was performed draining 500ml of blood from the pericardial space. The patient remained intubated and was taken to the ICU in a hemodynamically stable condition. Of note, this patient had an implantable cardioverer defibrillator (ICD) placed on (B)(6) 2019, 3 days prior to the watchman procedure. The patient also had developed a pericardial effusion post ICD placement, which was drained at that time. The patient was not discharged between the ICD procedure and the watchman implant. It is unknown whether the previous effusion after ICD placement was a factor in the patient developing an effusion post watchman implant. No other complications were reported.